Event description:
It was reported that a death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was successfully implanted. Post-procedure, the patient complained of pain in the legs. Further intervention was performed by femoral approach and then surgical intervention was required. Unknown complications occurred during the surgical procedure and the patient expired. The physician's assessment of the relationship of the death was procedural related and not related to the device.

Event description:
It was reported that a death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was successfully implanted. Post-procedure, the patient complained of pain in the legs. Further intervention was performed by femoral approach and then surgical intervention was required. Unknown complications occurred during the surgical procedure and the patient expired. The physician's assessment of the relationship of the death was procedural related and not related to the device. It was further reported that device embolization and thrombosis occurred. The following morning, the patient complained of pain in the legs which was thought to be due to small thromboses in the legs. Imaging was performed and the device was noted to have embolized to the aorta. The device was attempted to be removed percutaneously but this was unsuccessful. The device was surgically removed; however, the patient expired. The cause of death was noted as multi-visceral failure.